Manufacturer narrative:
Eval summary: customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
There was a report of an occurrence of bond detachment at the heat exchanger of a fluid warming infusion set. No pt injury or adverse event reported.